Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was found at home unconscious after falling down. The patient was transferred to the hospital when a head computed tomography (CT) scan was performed revealing an hemorrhagic cerebrovascular accident (hcva). Care was withdrawn and the device was not returned for evaluation. Death, bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported from (B)(6) that a patient was found at home unconscious after falling down. It was reported that the patient was transferred to the hospital. A head computed tomography (CT) scan was performed which revealed a bilateral hemorrhagic cerebrovascular accident (hcva). Care was withdrawn on (B)(6) 2014 by a member of the medical staff after discussion with the family. The pump has not been returned to the manufacturer for analysis.